Event description:
Device #1 of 2: reference MFR. Report: 1627487-2018-09203. Follow up information identifed this was an explant of the entire scs system on (B)(6) 2018 and no new devices were implanted. The scs system was explanted due to the patient no longer using the scs system.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported surgicla intervention is planned for (B)(6) 2018 where the ipg will be removed and replaced. At this time it is unknown as to why the ipg is being replaced.